Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. After the patient inserted a sensor into the abdomen on (B)(6) 2020, bled from the site and removed the sensor. The bleeding stopped; however, she developed a bruise at the insertion site. She went to an urgent care for evaluation. No medical intervention was provided. At the time of contact, the patient was doing okay but the bruise was still present. No additional patient or event information is available.